Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery (lad). The 3.0x15mm nc trek neo balloon was used for pre-dilatation, but the balloon ruptured during the second inflation at 10 atmospheres. A new nc trek neo balloon was used to continue the procedure. It took a few minutes to change the balloon, but there were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.